Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic due to dislodged lv lead. Upon interrogation several episodes of non-sustained oversensing for noise was noted on the rv lead. Programming changes were made. Patient was seen again for follow up after receiving a vibrator notifier for non-sustained right ventricular oversensing. Physician elected to make programming changes and lead was not replaced. Patient was stable and will be monitored with routine follow up.

Event description:
New info received: the lead was replaced. Patient stable pre, during and post procedure.